Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after deploying the clip, the device was difficult to remove. In accordance with the instructions for use, the access ports were used to facilitate device removal from the pt's anatomy. The clip from the device achieved hemostasis. No adverse pt effects were reported. No additional info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.